Manufacturer narrative:
Follow-up #1: date of submission 8/5/16. Device evaluation: the device has been returned and evaluated by product analysis on 07/15/2016 with the following findings: review of the black box data show cs54 alarms and unexplained power on resets on the date of complaint (B)(4) 2016, however there were no cs54 alarms or power rebooting duplicated at the time of the investigation. Investigation note: pump was run on a 24 hour basal program using returned battery cap with no intermittent power/reboot occurrences. No damage found to battery cap or battery compartment threads; returned cap securely attaches to pump. No moisture observed in the battery compartment. Leak test performed; failed due to pump case leak. Pump opened; no evidence of moisture found internally pump case damaged.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.